Event description:
A patient reported blood glucose results of "202 mg/dl and 132 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were damaged due to a strip dimension issue, however, the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A replacement meter has been sent.